Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that two weeks ago the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The caller reported that the new cartridge she inserted, also leaked. The customer could not recall if the cartridges were from the same box, and did not know the lot number. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.